Event description:
Customer reported that his insulin pump was giving unexplained no delivery alarms. The device alarms no delivery when first inserting a new infusion set. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.